Event description:
The patient reported in late 2005 or early 2006 she was experiencing the infusion set unscrewing from the adapter during the middle of the night. She reported that this would elevate her blood glucose to 365 mg/dl and would require several hours to get her blood glucose back under control. The patient did not report any symptoms associated with the elevated blood glucose. She reported that when she noticed the tubing was unscrewed she would reattach and administer a bolus to reduce her blood glucose. No medical assistance was required. No product is available for return.

Manufacturer narrative:
H6: product not returned for eval. Reported to MFR via mw1038634.